Manufacturer narrative:
The correct catalog number is 14324_97 lot number - the correct lot number is 16016087, expiration date ¿ the correct expiration date is 05/31/2017. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 21 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
The correct statement is: it is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The account history for the last six months was reviewed and no there were no related issues with the unit. The suspect bi was not returned for analysis and event could not be confirmed. The assignable cause could not be determined.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the trending of the product malfunction code, trending of lot number, system risk analysis (sra) and retains analysis. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 06/08/2016 to 10/12/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The suspect positive cyclesure bi was not returned for evaluation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bis were negative for growth. The cyclesure retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.